Event description:
A malfunction alarm was reported with the pump, and no notable events occurred prior to the incident. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery and was advised to return the faulty pump using a pre-paid label provided by technical support. Additionally, the customer received instructions from technical support on how to put the pump into storage mode and acknowledged understanding before returning the pump. A replacement pump was arranged to be shipped to the confirmed address.